Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead had an out of range pace impedance measurement of greater than 2,000 ohms resulting in a lead safety switch to the unipolar configuration. After the lss, the lead exhibited noise and oversensing during one of the stored episodes. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).